Event description:
Procedure: laparoscopy. According to the reporter: the pt underwent a lap lar 5 years ago. A laparo clip was fired on the ima root but it did not fit completely. So the clip was removed. However, the removed clip broke and fell into cavity. The clip was absorbable, so the surgeon left it. Recently, the same pt was hospitalized for urgent operation. When a surgeon opened the abdomen of the pt, he found a foreign matter like a fragment of the laparo clip. The doctor thought that the laparo clip was not absorbed and perforated the tissue. Also a cicatrix was found. The retrieved foreign matter was white, thin, elastic-like thing. The surgeon thought it was a laparo clip because the hosp had a record that one clip was not retrieved 5 years ago.

Manufacturer narrative:
(B)(4).